Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a button error alarm. The customer stated they did not press any buttons for three minutes or longer. The customer stated they did not bump or drop the insulin pump. Customer's blood glucose was unknown. The customer requested to have the insulin pump replaced. The customer agreed to return the insulin pump for analysis.